Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. Customer reverted to manual insulin injections to address the occlusion alarms. Customer also changed supplies to address the occlusion alarms. Customer¿s blood glucose level was 178 mg/dl.